Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead exhibited gradually increasing thresholds at each follow-up clinic visit. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure and no further intervention is planned.